Manufacturer narrative:
As reported, a 5mm x 10cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used; however, it ruptured at 10 atmospheric pressure (atm) during its initial inflation. The burst occurred at the distal end. Therefore, it was replaced with a new saber rx (5mm*6cm) and the procedure was completed. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. No difficulty was noted while removing the balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device prepped normally and was able to maintain negative pressure. The lesion was a shunt (flexible cutaneous vein). The vessel did not have any calcification, however, the vessel had moderate tortuosity. The lesion had a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). A non-cordis inflation device was for inflation and was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the hemostatic valve. A guiding catheter was not used in conjunction with the balloon cath. The balloon catheter advanced through the vessel and crossed the lesion without difficulty. The catheter was never in a kinked or in an acute bend during the procedure. The device was removed from the patient intact (in one piece). The device was not returned for analysis as it was discarded at the hospital. A product history record (phr) review of lot 82198642 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst - at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors and vessel characteristics of moderate tortuosity with 90% stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5mm x 10cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used; however, it ruptured at 10 atmospheric pressure (atm) during its initial inflation. The burst occurred at the distal end. Therefore, it was replaced with a new saber rx (5mm*6cm) and the procedure was completed. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. No difficulty was noted while removing the balloon cover, stylet, or any of the sterile packaging components. There were no kinks, or any other damages noted prior to inserting the device into the patient. The device prepped normally and was able to maintain negative pressure. The lesion was a shunt (flexible cutaneous vein). The vessel did not have any calcification, however, the vessel had moderate tortuosity. The lesion had a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). A non-cordis inflation device was for inflation and was also used successfully with other devices. There was no resistance/friction while inserting the balloon through the hemostatic valve. A guiding catheter was not used in conjunction with eh balloon cath. The balloon catheter advanced through the vessel and crossed the lesion without difficulty. The catheter was never in a kinked or in an acute bend during the procedure. The device was removed from the patient intact (in one piece). The device will not be returned for analysis as it was discarded at the hospital.